Event description:
The pt's pump was replaced as a result of the synchromed el safety alert. There were no pt injuries. The pt recovered without sequela. The pt's pump contained baclofen 833.3 mcg/ml.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance, motor gear shaft wear.